Manufacturer narrative:
The recipient was reportedly given several rounds of antibiotics since initial implant surgery. The recipient was given antibiotics post-explantation and is doing well. The external visual inspection revealed silicone damage on the top cover and the electrode was severed along the lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly hospitalized two days post-explantation to treat and monitor the infection. Additional treatment details will not be provided. The recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.